Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 82 days. The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient presented to the emergency room with a hemoglobin of 5.8 g/dl, down from 9.8 g/dl on (B)(6) 2018. Gastrointestinal bleeding was suspected. The patient was transfused with 2 units of packed red blood cells (prbc) on admission and hemoglobin increased to 7.8 g/dl. The patient was then transfused with another 2 units of prbcs (4 units total of prbcs over 24 hour period). No additional information was provided.